Manufacturer narrative:
Additional procode=drt. Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to a patient (age and gender unknown), the device failed self test and displayed a "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was duplicated and attributed to the ECG sheild on the analog board was determined to be the cause of the customer report. The shield was replaced/ positioned to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.